Event description:
On (B)(6) 2009, abbott point of care was contacted by a customer who reported that an I-stat downloader recharger was smoking. There was no report of any injury associated with the event.